Event description:
My name is (B)(6), I first had my first set of breast implants on (B)(6) 2006, I had saline teardrop above the muscle, which I had till I had them exchanged on (B)(6) 2009, my dr told me that the problems that I was having was because the implant was laying on nerves, he talked me into having them lifted and exchange out to round silicone, at that time, little did I know that everything that I was having was due to having implants. On (B)(6) 2009, six months after having them exchanged and lifted I had my implants taken out, they were making me sick, I had a list of problems, joint pain, headaches, hair falling out in clumps, rashes, chronic fatigue, problems with yeast, shortness of breath, irregular heartbeats, flu like symptoms, dizziness, swollen lymph nodes, loss of sex drive, depression, anxiety, weight gain/or loss, numbness and tingling, allergies to things you were not allergic to before, acne just to name a few. I am on my way, I hope to be back to the way I was before implants, I'm (B)(6) out from explant. I'm so glad they are out of me. I have spent a lot of money on these so far (B)(6). Dates of use: #1 (B)(6) 2006 -- (B)(6) 2009, #2 (B)(6) 2009 -- (B)(6) 2009. Diagnosis or reason for use: breast enlargement, #2 breast enlargement exchanged.